Manufacturer narrative:
Tracking #: (B)(4). Date sent: 09/28/2004. Info was not provided. Evaluation summary: the analysis results found that the instrument arrived with no staples present, and with the breakaway washer uncut. The breakaway washer was noted to have some indentations from an unk object. The instrument was reloaded with staples and fired. It fired and formed all the staples around the entire staple ring, as well as completely cut the test media and the breakaway washer without any difficulties noted.

Event description:
It was reported that when the device was used during a low anterior resection procedure, content leaked from anvil shaft. Digital photo from account supported this statement. It was not reported how the case completed. There was no pt consequence.